Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3387s-40, lot# va1fuql, implanted: (B)(6) 2017, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient with an implanted neurostimulator (ins) for essential tremor and movement disorders. The rep reported that a short circuit was observed between contact 2-3 during the patient's stage ii implant. The rep reported that the contact 3 wire appeared to be exposed through the insulation; however, the cause of how it occurred was unknown. The healthcare provider (hcp) stated they were not sure if the screw from the lead end cap was not fully exited and it hit that contact when they removed it. The rep reported that the impedance between contact 2 and 3 was 34 ohms. The rep reported that all other connections were within range. The rep reported that the electrode impedance was checked multiple times and the hcp re-inserted the lead into the extension two times. No patient symptoms were reported. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow-up information was received from the healthcare provider (hcp) via the rep reporting that the short circuit between contact 2-3 has not been resolved, but that the patient was otherwise doing well. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep indicating that during the procedure the set screw got caught on the insulation of contact 2/3 and pulled the insulation to expose the wires. The physician attempted to put the contact 2/3 wires back together and was confident that it would work. The unipolar impedance had shown approximately 700 ohms, but the bipolar impedance showed approximately 32 ohms. The patient now needed an MRI however pre-existing impedance excluded the patient from getting the MRI. The caller wanted to discuss with an engineer the difference between unipolar and bipolar impedance. The patient was currently programmed at c+ 3- at 90 pulse width and 180 hz with good efficacy.